Manufacturer narrative:
Additional information was added: correction to address (remove address line 2 as well). The device was received for evaluation. Unaided visual inspection was performed which observed that the fill port connector was detached from the damaged fill port tubing and found loose inside the packaging. Damaged/deformed tubing was observed at the base of the fill port tubing. The fill port connector cap was easily removed and no thread damage was observed. The reported condition was verified during initial inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a broken port. This issue was identified during preparation. There was no patient involvement. No additional information is available.